Event description:
It was reported that when patient presented in clinic after receiving a patient notification alert via merlin.net transmission, high, out of range, high voltage lead impedance issue and inadequate capture issue was observed on the rv lead. There were no other electrical anomalies. Programming changes were made. Lead was explanted and a new lead was implanted. Patient was stable post procedure and will be followed normally.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portions of the lead that were returned were otherwise normal. Without return of the entire lead, a complete analysis could not be performed.